Event description:
Patient was alarming asystole, but had a rate in the 60's, hemodynamically stable. Contacted biomedical to resolve. Biomedical came and changed location of leads without resolution. Removed patient from secondary alarm notification system (sans) and implemented a tele tech to remain at the central monitoring station. Ongoing issues with lvad patients and alarm notification systems.